Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the right femoral artery access, a non-medtronic 16 french (fr) introducer sheath was used with the delivery catheter system (dcs) which was unable to advance through the right common iliac artery. It was reported that the patient had a minimum access vessel diameter of 4.5 mm and slightly calcified anatomy. An attempt was made to extend the blood vessel by inserting a non-medtronic wire from the right femoral artery as a "buddy wire", but the dcs would not advance. A balloon angioplasty was performed using a 40mm balloon, but the dcs still would not advance. The dcs was withdrawn from the patient; an attempt was made using a larger, 18fr non-medtronic introducer sheath, with a different dcs, but it would not advance. The patient went into cardiac arrest due to exacerbation of heart failure and cardiopulmonary resuscitation (CPR) was performed. The procedure was converted to a thoracotomy and a non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: lot number, expiration date, and unique identifier. First name and last name. If information is provided in the future, a supplemental report will be issued.